Event description:
It was reported that review of the remote monitoring test revealed 100 ohms atrial lead impedance and noise on the egms. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.